Event description:
The facility representative reported baxter (B)(4) technical services one infusor that was half way thru and the flashing alarm came on. The reported condition occurred during patient therapy in the or area and therapy was stopped. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Device evaluation: the reported condition of "was half-way through and the flashing alarm came on" was not confirmed or duplicated, therefore an assignable cause could not be determined. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been serviced by baxter prior to this event. The device has not been serviced by baxter prior to this event. (B)(4).

Manufacturer narrative:
The device has been received by baxter for evaluation. A follow up medwatch will be submitted once baxter's investigation is complete. (B)(4).